Event description:
During a cardiac cath with angioplasty of rpa and lpa on a patient with complex congenital heart defects, the "floppy" tip of the guidewire separated from the shaft of the guidewire. The procedure was prolonged by 45 minutes, while multiple attempts were made before the fractured end of the guidewire was successfully removed from the body. Total removal confirmed by fluoro.